Event description:
Reporteer noted smoke from display, screen went dark; aborted case.

Event description:
Rec'd add'l info: cases were delayed while another machine was brought in. This pt, whose eye had been prepped and corneal incision made, was brought back to or three hours later and case finished. Suqsequent cases were also completed. No pt injury.